Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a thoracic descending aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). As it was unable to insert a 22 fr sheath in the left external iliac artery, a conduit was constructed on the left common iliac artery using a gore® viabahn® endoprosthesis. At that time, unplanned coverage of the left internal iliac artery occurred (intentionally but unplanned). It was still unable to insert the sheath even through the conduit. Therefore, the ctag ac was advanced without the sheath. The device was successfully deployed in the targeted site. After withdrawing the delivery catheter, an angiography showed a dissection at the proximal edge of the viabahn. Reportedly, pta balloon, guidewire, viabahn and ctag ac possibly contributed the dissection. After the physician closed the puncture site, it was found that the pulse was weak in the popliteal artery. Therefore, surgical endarterectomy was performed and it was repaired. Reportedly, the cause which weakened the pulse was unknown as no device was inserted in the popliteal artery. The patient tolerated the procedure.